Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the outer pouch was removed and the blower mister with IV sets, still inside of the inner pouch, was put onto the sterile field. The surgeon saw it on the station with another pouch and questioned if the station table may be contaminated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.